Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable and wall adapter, and pump did not recognize charging connection even after remaining plugged into working outlet for 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer tried different wall adapter and charging cable without success, and technical support arranged replacement pump within warranty, confirmed shipping address, and ensured replacement pump was provided to maintain insulin delivery, with no additional outcome details reported.